Manufacturer narrative:
Pump passed the displacement test but compromised force sensor alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was unknown. The customer was disconnected during prime. The drive support cap was not damaged. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.